Event description:
It was reported that the patient was readmitted on (B)(6) 2022 for a subdural hematoma (sdh). They had been admitted previously on (B)(6) 2022, (B)(6) 2022, and visited the emergency room on (B)(6) 2022. The symptoms of left upper extremity weakness and numbness led to concerns of stroke or seizure. An electroencephalogram (eeg) was done to evaluate for seizures or interictal discharges. The clinical interpretation of the eeg on (B)(6) 2022 was as follows: this was an abnormal eeg recording. The mildly attenuated background over the right hemisphere suggested underlying structural or functional abnormalities, consistent with the patient's history of right hemisphere sdh. The right temporal slowing indicated underlying focal neuronal dysfunction. No seizure or interictal epileptiform abnormalities were seen. Neurology consult recommended admission for monitoring felt it to be secondary to seizure and increased keppra (levetiracetam). Repeat computed tomography angiography (cta) redemonstrated subdural hemorrhage along the posterior right cerebral convexity, which was slightly smaller from prior exam and has a smaller hyperdense component. There was a persistent mass effect on the subjacent brain parenchyma, with crowding of the sulci and a leftward midline shift of 4 to 5 mm, sl. Improved. Redemonstrated diffuse edema throughout the right cerebral hemisphere. There was no new area of hemorrhage or large vessel infarction.

Manufacturer narrative:
The patient's previous admission is addressed under MFR. #2916596-2022-11938. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Although it was reported the patient's upper extremity weakness and numbness was sequela from a previously reported subdural hematoma, section 1 of the IFU, ¿introduction¿, lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists potential adverse events including other neurological events (not stroke related) that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28apr2022. No further information was provided. The manufacturer is closing the file on this event.